Event description:
During a therapeutic stone retrieval procedure, this stone cone deployed fine but would not retract for extraction. The doctor was able to withdraw it with some difficulty. There were no patient complications.